Event description:
The user reported that the spring clip was broken on the hematocrit saturation probe. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.